Event description:
It was reported the insulin pump was not working. The device was alarming button error, customer removed battery and alarm continued. Customer's blood glucose was 6.8mmol/l. Customer sometimes wears the device in her bra and device might have been exposed to sweat. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. No button error alarms noted. All buttons function properly. However moisture damage was noted on keypad traces.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.